Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However there was the possibility that the reported phenomenon was attributed to the failure of the power switch due to repeated use for a long period of time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the power switch could not be locked (even if the power switch is turned on, it cannot be maintained in the on state and turns off). There was no report of patient injury associated with the event.